Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during the priming steps of automated peritoneal dialysis (apd) therapy. A registered nurse (rn) indicated that the home patient (hp) was performing the priming sequence incorrectly, but did not have any further information regarding the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.